Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that the hospital has a rail-mounted visius imri (intraoperative MRI system) set up and shared between 2 of their o.r. Suites. It was reported that when the imri unit was moved into the o.r. Room with this fabius MRI machine, the fabius will sometimes alarm and switch from automatic mode ventilation to manual mode ventilation without user intervention. No patient injury reported.

Manufacturer narrative:
The fabius MRI was checked by the hospital's biomed who could not detect any technical error condition and approved the device for further use. Dräger made several attempts to obtain further information like log files but the user did not respond to them. The initially received information about the error entries in the log file indicate that the unit performed a ventilator restart and a safety shut-down. The unit is designed to trigger a shut-down of automatic ventilation if the self-monitoring function detects a significant deviation with the ventilator itself, with the internal data transfer or if an overpressure of 10hpa above the adjusted maximum allowed airway pressure occurs. The shut-down is accompanied by optical and acoustical alarms, the monitoring remains functional and the patient support can be continued with the manual breathing bag. No patient consequences have reportedly occurred. The exact condition that triggered the shut down in the particular case cannot be determined due to the missing event details. However, it can be concluded that the fabius MRI responded as intended on this unknown error condition. The visius imri unit is a non-dräger product - hence, no statement in regard to the other device involved in the event can be made.

Event description:
Please refer to initial MFR. Report #9611500-2016-00250.